Manufacturer narrative:
The device was not retained for investigation. A lot number was not identified. All available information supports that the product was functioning as designed and there was no malfunction. Biocompatibility of the device has been established. The user guide includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on november 28, 2016 of a (B)(6) male who commenced his first hemodialysis treatment and experienced shortness of breath, red face and chest pain within the first minutes of therapy. Treatment was ended with rinseback. The patient was placed on oxygen via nasal cannula. The patient elected to be transported to the hospital by his caregiver.